Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause root could not be determined. However, the event was likely caused by stress of repeated use, external factors, or handling of device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in chapter 3 preparation and inspection. Section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the videoscope objective lens was observed to have peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.